Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact to the customer's blood glucose level. Customer support provided assistance to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.